Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the healthcare provider¿s office after hearing an audible tone. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with non-sustained tachycardia (nst) and sensing integrity counter (sic) episodes. The lead detection was programmed off. The patient will consult an electrophysiologist to discuss a new lead versus extraction and a new implant system. The lead remains in use. No patient complications have been reported as a result of this event.